Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and the rv (right ventricular) defibrillation coil were beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil were variable. On (B)(6) 2015, svc coil impedance measured greater than 200 ohms. Impedances continue to be high and variable. On (B)(6) 2015, rv coil impedance measured 208 ohms. Impedances continue to be high and variable. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had unstable impedance. The first thought was that the setscrew was not fixed in the header. But during the revision a fixed screw was found. Lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.